Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? In what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time of the reaction and the infection from the index surgery? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? Was there any allergy testing performed? If yes, results? Other relevant patient history/concomitant medications. Product code and lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient had infection and a possible allergic reaction to suture, localized with appearance of contact dermatitis. The patient has a known allergy to cotton fiber. The patient was administered two courses of bactrim. Additional information has been requested.